Manufacturer narrative:
Handicare (B)(4) has asked the client to provide additional information surrounding this event. The additional information shall be used for investigating the cause of this event. The information provided to handicare (B)(4) thus far has been very scarce despite repeated efforts to receive information from the client. No health hazard evaluation (hhe) is attached to this MDR report due to incomplete information. Handicare (B)(4) has concluded that no information of significance can be provided through an hhe at this time. Device not returned to manufacturer.

Event description:
A patient fell to the floor while using an eva600-lift. Employees of user facility were unable to identify any fault of the lift upon initial inspection. During a second inspection performed by an external party (company that evaluates healthcare equipment/devices) it was observed that the lift was tilting slightly while lifting. We therefore suspect a product problem, but this has not yet been confirmed.